Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "will not run." The device was not used during surgery. It is unknown if any injuries or medical intervention occurred. No additional information was provided.